Event description:
It was reported "intra-aortic balloon catheter inserted into body, connected to device, failed to work due to device malfunction, poor contact." The device was removed and replaced in the same insertion site. There was no patient harm or injury. No medical intervention required. No delay to therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Manufacturer narrative:
Qn#(B)(4). UDI#(B)(4). Returned for investigation was a 40cc 7.5fr ultra flex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was re-turned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the supplied teflon sheath was noted on the returned iabc; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was noted connected to the short driveline tubing. The supplied short arterial pressure tubing was noted connected to the iabc luer. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "failed to work due to device malfunction" is not confirmed. During the investigation, the returned intra-aortic balloon catheter (iabc) was functionally tested with no leaks or alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data:

Event description:
It was reported "intra-aortic balloon catheter inserted into body, connected to device, failed to work due to device malfunction, poor contact." The device was removed and replaced in the same insertion site. There was no patient harm or injury. No medical intervention required. No delay to therapy. The patient's current condition is reported as "fine".